Manufacturer narrative:
(B)(4). This report represents the unused device. The device has not been returned for investigation.

Event description:
Patient called in and stated that he was severely injured by the catheter he received from us. He was hospitalized due the catheter having a sharp point at the end it punctured him and caused bleeding. He stated he found 2 catheters in the shipment he just received with the point on the end.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. No samples were provided to conduct further investigation. From the simulation using similar product and DHR review, the potential root cause of the complaint defect was unable to be identified. Hence, the complaint is not confirmed.

Event description:
Patient called in and stated that he was severely injured by the catheter he received from us. He was hospitalized due the catheter having a sharp point at the end it punctured him and caused bleeding. He stated he found 2 catheters in the shipment he just received with the point on the end.